Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 83 mg/dl and 147 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took his normal 500 mg of metformin in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.